Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006, the patient was preoperatively diagnosed with degenerative disk disease, l4-5. Small central disk protrusion. L4-5. Severe intractable low-back pain and underwent the following procedures: mini-open left- sided tlif (transforaminal lumbar interbody fusion) with total left l4-5 facetectomy, radical diskectomy, and interbody arthrodesis at l4-5. Placement of interbody peek cage l4-5, with local bone and rhbmp2. Placement of bilateral l4-5 pedicle screws and rods (on the left, through mini open approach: on the right, cd through a percutaneous approach.) Use of biplanar, intraoperative fluoroscopic guidance. Use of intraoperative electromyogram guidance. The patient underwent an MRI prior to surgery, which revealed degenerative disk disease at l4-5, with an annular tear and focal central disk protrusion which was felt to be fairly small. As per the op notes: ¿surgeon inserted a spinal needle, after making a small stab incision, and the needle was advanced until it docked onto the l4-5 facet joint on the left. This was confirmed on ap and lateral fluoroscopy. He then docked a sharp k-wire, after removing the spinal needle, again onto the facet joint and inserted progressively larger dilators until surgeon were able to insert the retractor. A peek cage of the appropriate size was brought into the operative field. Simultaneously, rhbmp2 was prepared outside the sterile field. Then the rhbmp2 was ready, two sponges were prepared; one was packed into the peek cage with some local bone, and the other sponge was packed with local bone and inserted into the interspace anteriorly. Following this, surgeon inserted a funnel into the disk space, and packed local bone into the interspace using a plunger. Finally, while protecting the l5 root with a nerve root retractor, surgeon impacted in the peek cage with the rhbmp2 sponge and local bone. Surgeon inserted 45 mm x 6.5 mm screws into the previously created pilot holes at l4 and l5 on the left. The arm with the trocar tip was then advanced until it cleared a path all the way down to the l4 screw cap. The arm was then withdrawn and then removed. Surgeon stretched this to a rod. Surgeon selected a 40 mm rod based on measurements taken using the device. The rod was then advanced all the way until it passed between the l4 and the l5 screw caps.¿ the patient tolerated the procedure well without intraoperative complications.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.